Event description:
Customer reported zipper damage on the right side panel; the teeth do not connect. There was no pt incident or injury reported.

Manufacturer narrative:
(B)(4) - zipper teeth do not connect. Eval: results: inspection of the returned product shows that the pt panel side a window zipper slider bodies are open. The insert pin is ripped from the zipper tape. Note: posey instructions for use warning indicates: never use the bed if a zipper slider is bent open or damaged and the zipper is not securely closed. Test that all of the zippers open easily and close securely along the entire length of the zipper. Never try to rip a panel open as this may damage the access panel or the zipper slider by bending it open. MFR references file (B)(4).